Event description:
It was reported that, "there was some tightness with the knee, so the surgeon put in a smaller poly insert."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.